Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged complaint of particles in water reservoir and a strange odor from the device. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found good airflow but has odor, white deposits in filter inlet. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was able to confirm the presence of degraded sound abatement foam. There are visible damage and functionality failures of the device, which suggest that the source of contamination was internal to the device. This investigation was performed as outlined in ER 2244873 (v01). Pil initiated therapy with the device and verified airflow, using a pil supplied power supply and power cord. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the device has contamination internal to the device. There was evidence of sound abatement foam degradation. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.